Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the forceps stand is burned due to the use of a high-frequency instrument without sufficient distance from the tip. Foreign material. We could not conclusively specify the root cause or type of foreign material that remained on the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on a switch, and the forceps stand is burnt. There was no patient involvement.